Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("as well as changes in the menstrual cycle, which last from 5 to 8 days with heavier bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2018 she experienced fatigue ("extreme fatigue"), headache ("headaches") and photopsia ("occasional photopsia"). In (B)(6) 2019 she experienced antinuclear antibody positive ("altered antinuclear antibodies (quantification)"). In 2019 she experienced painful joints ("she begins to have joint pain in her hands, elbows and shoulders"), pain in joint involving shoulder region ("she begins to have joint pain in her hands, elbows and shoulders"), asthenia ("loss of strength"), clumsiness ("clumsiness"), back pain ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), gait disturbance ("walking difficult"), dysstasia ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("circulatory system involvement"), spider vein ("appearance of spider veins") and varicose vein ("increased varicose veins"). Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), intermenstrual bleeding ("bleeding between periods"), tinnitus ("tinnitus"), tachycardia ("tachycardia"), pain in hip ("hip pain"), musculoskeletal pain ("musculoskeletal pain in arms"), hyperhidrosis ("sweating in the eyebrows"), vision blurred ("blurred vision"), impaired work ability ("stopping work"), mental disorder ("psychologically disorder"), urticaria ("itchy hives on different parts of the body"), pain ("sharp pains in different parts of the body / pain when touched in arms, legs, face and buttocks"), dizziness ("dizziness"), night sweats ("night sweat"), headache dull ("head dullness"), lightheadedness ("lightheadedness"), disturbance in attention ("lack of concentration"), amnesia ("memory loss"), neck pain ("neck pain"), abdominal pain upper ("pain under the ribs when taking a breath"), chest pain ("pain in the sternum"), pyrexia ("occasional low-grade fever"), abdominal pain lower ("frequent pains appear in the lower abdomen"), pelvic pain ("pelvic pain"), palpitations ("heart palpitations"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia") and restlessness ("restlessness") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (bilateral salpigectomy). At the time of the report, the tachycardia had resolved and the heavy menstrual bleeding, intermenstrual bleeding, fatigue, headache, photopsia, painful joints, pain in joint involving shoulder region, asthenia, clumsiness, back pain, gait disturbance, dysstasia, lacrimation increased, cardiovascular disorder, spider vein, varicose vein, antinuclear antibody positive, tinnitus, pain in hip, musculoskeletal pain, hyperhidrosis, vision blurred, impaired work ability, mental disorder, urticaria, pain, dizziness, night sweats, headache dull, lightheadedness, disturbance in attention, amnesia, neck pain, abdominal pain upper, chest pain, pyrexia, abdominal pain lower, uterine leiomyoma, pelvic pain, palpitations, allergy to metals, fibromyalgia and restlessness had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, antinuclear antibody positive, painful joints, pain in joint involving shoulder region, pain in hip, asthenia, back pain, cardiovascular disorder, chest pain, clumsiness, disturbance in attention, dizziness, lightheadedness, dysstasia, fatigue, fibromyalgia, gait disturbance, headache, headache dull, heavy menstrual bleeding, hyperhidrosis, impaired work ability, intermenstrual bleeding, lacrimation increased, mental disorder, musculoskeletal pain, neck pain, night sweats, pain, palpitations, pelvic pain, photopsia, pyrexia, restlessness, spider vein, tachycardia, tinnitus, urticaria, uterine leiomyoma, varicose vein and vision blurred to be related to essure administration. The reporter commented: on an unknown date: patient goes to the physician and talks about the symptoms and essure. The physician informs that if the devices are well located then there is no possibility of requesting remov at the end of 2020: she requests a metal allergy test (scheduled for after essure removal). In (B)(6) -2021: she feels relief from all symptoms. In (B)(6) -2021: symptoms return at the same levels as before the operation, except for tachycardia, which disappears. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2021: nickel allergy at the highest level [hysterosalpingogram] on (B)(6) 2014: the patient had a follow-up consultation, and it was confirmed (unknown method) that the obstruction of the tubes was satisfactorily concluded [magnetic resonance imaging] (date unknown): fibroid is detected in the uterus [ultrasound scan] (date unknown): the devices are in place, but that they can be removed if she feels unwell, along with the tubes through laparoscopy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). As well as changes in the menstrual cycle, which last from 5 to 8 days with heavier bleeding [heavy periods] bleeding between periods [bleeding intermenstrual] extreme fatigue [fatigue extreme] headaches [headache] occasional photopsia [photopsia] she begins to have joint pain in her hands, elbows and shoulders [painful joints] she begins to have joint pain in her hands, elbows and shoulders [pain in joint involving shoulder region] loss of strength [strength loss of] clumsiness [clumsiness] severe lower back pain that prevents her from walking and standing for more than 10 minutes [back pain] walking difficult [walking difficulty] severe lower back pain that prevents her from walking and standing for more than 10 minutes [difficulty in standing] watery eyes [watering eyes] circulatory system involvement [disorder circulatory system] appearance of spider veins [spider vein] increased varicose veins [varicose veins] altered antinuclear antibodies (quantification) [antinuclear antibody positive] tinnitus [tinnitus] tachycardia [tachycardia] hip pain [pain in hip] musculoskeletal pain in arms [musculoskeletal pain] sweating in the eyebrows [sweating] blurred vision [blurred vision] stopping work [inability to work] psychologically disorder [psychological disorder] itchy hives on different parts of the body [hives] sharp pains in different parts of the body / pain when touched in arms, legs, face and buttocks [general body pain] dizziness [dizziness] night sweat [night sweat] head dullness [headache dull] lightheadedness [lightheadedness] lack of concentration [concentration loss] memory loss [memory loss] neck pain [neck pain] pain under the ribs when taking a breath [subcostal pain] pain in the sternum [sternal pain] occasional low-grade fever [low grade fever] frequent pains appear in the lower abdomen [lower abdominal pain] fibroid [uterine fibroid] pelvic pain [pelvic pain female] heart palpitations [palpitations] nickel allergy [nickel allergy] fibromyalgia [fibromyalgia] restlessness [restlessness]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("as well as changes in the menstrual cycle, which last from 5 to 8 days with heavier bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker (approximately 12 packs/year), alcohol use and lymphadenopathy cervical. Concurrent conditions were listed as visual disturbances, palpitations, allergic contact dermatitis, low back pain, malaise, tinnitus, varicose vein, vaginal discharge, hypogastric pain, erythema, migraine, fatigue, numbness of head, photopsia, polyarthralgia, vaginal itching, ankle sprain, edema, heaviness in limbs, pityriasis, tonsillitis and sensation of block in ear. In 2018 she experienced fatigue ("extreme fatigue"), headache ("headaches") and photopsia ("occasional photopsia"). In (B)(6) 2019 she experienced antinuclear antibody positive ("altered antinuclear antibodies (quantification)"). In 2019 she experienced painful joints ("she begins to have joint pain in her hands, elbows and shoulders"), pain in joint involving shoulder region ("she begins to have joint pain in her hands, elbows and shoulders"), asthenia ("loss of strength"), clumsiness ("clumsiness"), back pain ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), gait disturbance ("walking difficult"), dysstasia ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("circulatory system involvement"), spider vein ("appearance of spider veins") and varicose vein ("increased varicose veins"). On an unknown date, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), intermenstrual bleeding ("bleeding between periods"), tinnitus ("tinnitus"), tachycardia ("tachycardia"), pain in hip ("hip pain"), musculoskeletal pain ("musculoskeletal pain in arms"), hyperhidrosis ("sweating in the eyebrows"), vision blurred ("blurred vision"), impaired work ability ("stopping work"), mental disorder ("psychologically disorder"), urticaria ("itchy hives on different parts of the body"), pain ("sharp pains in different parts of the body / pain when touched in arms, legs, face and buttocks"), dizziness ("dizziness"), night sweats ("night sweat"), headache dull ("head dullness"), lightheadedness ("lightheadedness"), disturbance in attention ("lack of concentration"), amnesia ("memory loss"), neck pain ("neck pain"), abdominal pain upper ("pain under the ribs when taking a breath"), chest pain ("pain in the sternum"), pyrexia ("occasional low-grade fever"), abdominal pain lower ("frequent pains appear in the lower abdomen"), pelvic pain ("pelvic pain"), palpitations ("heart palpitations"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia") and restlessness ("restlessness") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with calcifediol and folic acid as well as surgery (bilateral salpigectomy). Essure was removed on (B)(6) 2021. At the time of the report, the tachycardia had resolved and the heavy menstrual bleeding, intermenstrual bleeding, fatigue, headache, photopsia, painful joints, pain in joint involving shoulder region, asthenia, clumsiness, back pain, gait disturbance, dysstasia, lacrimation increased, cardiovascular disorder, spider vein, varicose vein, antinuclear antibody positive, tinnitus, pain in hip, musculoskeletal pain, hyperhidrosis, vision blurred, impaired work ability, mental disorder, urticaria, pain, dizziness, night sweats, headache dull, lightheadedness, disturbance in attention, amnesia, neck pain, abdominal pain upper, chest pain, pyrexia, abdominal pain lower, uterine leiomyoma, pelvic pain, palpitations, allergy to metals, fibromyalgia and restlessness had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, antinuclear antibody positive, painful joints, pain in joint involving shoulder region, pain in hip, asthenia, back pain, cardiovascular disorder, chest pain, clumsiness, disturbance in attention, dizziness, lightheadedness, dysstasia, fatigue, fibromyalgia, gait disturbance, headache, headache dull, heavy menstrual bleeding, hyperhidrosis, impaired work ability, intermenstrual bleeding, lacrimation increased, mental disorder, musculoskeletal pain, neck pain, night sweats, pain, palpitations, pelvic pain, photopsia, pyrexia, restlessness, spider vein, tachycardia, tinnitus, urticaria, uterine leiomyoma, varicose vein and vision blurred to be related to essure administration. The reporter commented: on an unknown date: patient goes to the physician and talks about the symptoms and essure. The physician informs that if the devices are well located then there is no possibility of requesting removal at the end of 2020: she requests a metal allergy test (scheduled for after essure removal). In (B)(6)2021: she feels relief from all symptoms. In (B)(6)2021: symptoms return at the same levels as before the operation, except for tachycardia, which disappears. Essure placement by outpatient hysteroscopy, with normal cavity, hypotrophic endometrium. Placement of both essure without complications, leaving 6 intracavitary rings in the right tube and 10 intracavitary rings in the left tube. On (B)(6) 2021: bilateral salpingectomy (removal of essures). Scheduled surgery was performed. Laparoscopy and bilateral salpingectomy with removal of both devices, which proceeded without incident (it was verified that they had been completely removed). Removal of essures devices by means of bilateral salpingectomy via laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2021: nickel allergy at the highest level [haematology test] on (B)(6)2019: leukocytes (count) 13.51 x 1qa3/ l 3.90 - 10.20 - red blood cells (count) 4.67 x 10a6f l 3.90 - 5.20 - hemoglobin 14.0 g/dl 12.0 - 15.6 - hematocrit 45.1 % 35.5 - 45.5 -mean. Corpuscular volume (mcv) 96.5 fl 80.0 - 101.0 - mean corpuscular hemoglobin 30.0 pg 27.0 - 34.0 - mean corpuscular. Hemoglobin concentration 30, 1 g/dl 31.5 - 36.0 - red blood cell dispersion (volume) 14.2% 11.6 - 14.0 - platelets (count) 270 x 10a3/ l 130 - 370 - mean platelet volume 8.7 fl 5.9 - 9.9 - neutrophils (count) 7.74 x 10a3/ l 1.50 - 7.70 - lymphocytes (count) 4, 16 x 10a3/ l 1, 10 - 4.50 - monocytes (count) 0, 72 x 1 0a3/ lo, 1 o - o, 90 - eosinophils (count) 0.51 x 1 0a3/ l 0.02 - 0.55 - basophils (count) 0.08 x 10a3/ l 0.00 - 0.20 - luc cells (count) 0.28 x 10a3/ l 0.00 - 0.40 - neutrophils (percentage) 57.30 % 42.00 - 77.00 - lymphocytes (percentage) 30.80 % 20.00 - 44.00 - monocytes (percentage) 5.30 % 2.00 - 9.50 - eosinophils (percentage) 3.80 % 0.50 - 5.50 - basophils (percentage) 0.60 % 0.00.-1.75 - luc cells (percentage) 2, 1 o% 0.00 - 4.00, erythrocyte sedimentation rate 4 mm/h 1 ¿ 10. *general biochemistry (blood): glucose 75 mg/dl 75 -115; creatinine 0.77 mg/dl 0.51 - 0.95; uric acid 4.0 mg/dl 2.3 - 6, 1; cholesterol 119 mg/dl 140 ¿ 200; hdl cholesterol 42 mg/dl 40 ¿ 60; ldl cholesterol (calculated) 60 mg/dl 10 -130; triglycerides 83 mg/dl 89 ¿ 150; gamma glutamyl transferase (ggt) 12 u/l 1- 38; alanine transaminase (alt) 8 u/l 7 ¿ 34; creatine kinase 72 u/l ¿ 145; iron 65 g/dl 49 -151.*specific proteins (blood): c-reactive protein 1.4 mg/l 0.0 - 5.0; ferritin 33.6 ng/ml 10.0 - 120.0; transferrin 240 mg/dl 200 ¿ 360; transferrin (saturation index; percentage) 21.8 % 17.1 - 30.6. *hormones (blood): thyrotropin 3.070 ul/ml 0.380 - 5.330. *autoimmunity: antinuclear antibodies (ana) (ab) (titration) negative; antinuclear ab titer (quantification) 1.7 u/ml 0.0 - 1.0; antinuclear ab (pattern) negative; extractable anti-nuclear antigen ac oo ¿ 1; rheumatoid factor 4.8 ul/ml 1.4 - 14.0 [hysterosalpingogram] on (B)(6) 2014: the patient had a follow-up consultation, and it was confirmed (unknown method) that the obstruction of the tubes was satisfactorily concluded [magnetic resonance imaging] on (B)(6) 2019: right ankle sprained in september. She has had physical therapy and is better, but still has discomfort. Discrete thickening compatible with subacute laceration at the level of the anteroinferior tibiofibular syndesmosis. Coarse thickening of the calcaneofibular ligament also compatible with chronic laceration. Minimal fluid distension of the posterior recesses corresponding to the posterior subastragalar and tibiotalar joint. Discrete changes suggestive of chronic laceration at the level of the anteroinferior tibiofibular syndesmosis and the calcaneofibular ligament. She leads a normal life but has discomfort with certain movements.; (date unknown): fibroid is detected in the uterus [pathology test] on (B)(6) 2018: sample type: liquid phase cytology. Location: cervix. Sample quality: evaluable sample. Test interpretation: negative for epithelial lesion or malignancy, cytology within normal limit; on (B)(6) 2021: bilateral salpingectomy for removal of essures. Both tubes and essures are sent. Sample 1: fallopian tube. Right tube and essure. Sample 2: left tube and essure. Macroscopic description: right tube and essure. A salpingectomy piece is received in formalin, where the fimbriae are observed, measuring 4.9 x 0.4 cm, brown in color. Representative samples are included in a block. A metal fragment is accompanied in the same jar. Anatomopathological diagnosis: right tube (salpingectomy): - no significant morphological alterations. Left tube (salpingectomy): - no significant morphological alterations [ultrasound scan] (date unknown): the devices are in place, but that they can be removed if she feels unwell, along with the tubes through laparoscopy. [X-ray] on (B)(6) 2021: moral head coverage deficit. Diagnosis: discopathies and discartrosis with c6-c7 protrusion and moderate ecl l4-l5. Facet syndrome. No obvious remains of essure are seen. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Surgical pathology report added. Lab data added. Medical history added. Concomitant drugs added. New reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). As well as changes in the menstrual cycle, which last from 5 to 8 days with heavier bleeding [heavy periods] bleeding between periods [bleeding intermenstrual] extreme fatigue [fatigue extreme] headaches [headache] occasional photopsia [photopsia] she begins to have joint pain in her hands, elbows and shoulders [painful joints] she begins to have joint pain in her hands, elbows and shoulders [pain in joint involving shoulder region] loss of strength [strength loss of] clumsiness [clumsiness] severe lower back pain that prevents her from walking and standing for more than 10 minutes [back pain] walking difficult [walking difficulty] severe lower back pain that prevents her from walking and standing for more than 10 minutes [difficulty in standing] watery eyes [watering eyes] circulatory system involvement [disorder circulatory system] appearance of spider veins [spider vein] increased varicose veins [varicose veins] altered antinuclear antibodies (quantification) [antinuclear antibody positive] tinnitus [tinnitus] tachycardia [tachycardia] hip pain [pain in hip] musculoskeletal pain in arms [musculoskeletal pain] sweating in the eyebrows [sweating] blurred vision [blurred vision] stopping work [inability to work] psychologically disorder [psychological disorder] itchy hives on different parts of the body [hives] sharp pains in different parts of the body / pain when touched in arms, legs, face and buttocks [general body pain] dizziness [dizziness] night sweat [night sweat] head dullness [headache dull] lightheadedness [lightheadedness] lack of concentration [concentration loss] memory loss [memory loss] neck pain [neck pain] pain under the ribs when taking a breath [subcostal pain] pain in the sternum [sternal pain] occasional low-grade fever [low grade fever] frequent pains appear in the lower abdomen [lower abdominal pain] fibroid [uterine fibroid] pelvic pain [pelvic pain female] heart palpitations [palpitations] nickel allergy [nickel allergy] fibromyalgia [fibromyalgia] restlessness [restlessness]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("as well as changes in the menstrual cycle, which last from 5 to 8 days with heavier bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker (approximately 12 packs/year), alcohol use and lymphadenopathy cervical. Concurrent conditions were listed as visual disturbances, palpitations, allergic contact dermatitis, low back pain, malaise, tinnitus, varicose vein, vaginal discharge, hypogastric pain, erythema, migraine, fatigue, numbness of head, photopsia, polyarthralgia, vaginal itching, ankle sprain, edema, heaviness in limbs, pityriasis, tonsillitis and sensation of block in ear. In 2018 she experienced fatigue ("extreme fatigue"), headache ("headaches") and photopsia ("occasional photopsia"). In (B)(6) 2019 she experienced antinuclear antibody positive ("altered antinuclear antibodies (quantification)"). In 2019 she experienced painful joints ("she begins to have joint pain in her hands, elbows and shoulders"), pain in joint involving shoulder region ("she begins to have joint pain in her hands, elbows and shoulders"), asthenia ("loss of strength"), clumsiness ("clumsiness"), back pain ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), gait disturbance ("walking difficult"), dysstasia ("severe lower back pain that prevents her from walking and standing for more than 10 minutes"), lacrimation increased ("watery eyes"), cardiovascular disorder ("circulatory system involvement"), spider vein ("appearance of spider veins") and varicose vein ("increased varicose veins"). Essure was removed on (B)(6) 2021. On an unknown date, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), intermenstrual bleeding ("bleeding between periods"), tinnitus ("tinnitus"), tachycardia ("tachycardia"), pain in hip ("hip pain"), musculoskeletal pain ("musculoskeletal pain in arms"), hyperhidrosis ("sweating in the eyebrows"), vision blurred ("blurred vision"), impaired work ability ("stopping work"), mental disorder ("psychologically disorder"), urticaria ("itchy hives on different parts of the body"), pain ("sharp pains in different parts of the body / pain when touched in arms, legs, face and buttocks"), dizziness ("dizziness"), night sweats ("night sweat"), headache dull ("head dullness"), lightheadedness ("lightheadedness"), disturbance in attention ("lack of concentration"), amnesia ("memory loss"), neck pain ("neck pain"), abdominal pain upper ("pain under the ribs when taking a breath"), chest pain ("pain in the sternum"), pyrexia ("occasional low-grade fever"), abdominal pain lower ("frequent pains appear in the lower abdomen"), pelvic pain ("pelvic pain"), palpitations ("heart palpitations"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia") and restlessness ("restlessness") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with calcifediol and folic acid as well as surgery (bilateral salpigectomy). At the time of the report, the tachycardia had resolved and the heavy menstrual bleeding, intermenstrual bleeding, fatigue, headache, photopsia, painful joints, pain in joint involving shoulder region, asthenia, clumsiness, back pain, gait disturbance, dysstasia, lacrimation increased, cardiovascular disorder, spider vein, varicose vein, antinuclear antibody positive, tinnitus, pain in hip, musculoskeletal pain, hyperhidrosis, vision blurred, impaired work ability, mental disorder, urticaria, pain, dizziness, night sweats, headache dull, lightheadedness, disturbance in attention, amnesia, neck pain, abdominal pain upper, chest pain, pyrexia, abdominal pain lower, uterine leiomyoma, pelvic pain, palpitations, allergy to metals, fibromyalgia and restlessness had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, amnesia, antinuclear antibody positive, painful joints, pain in joint involving shoulder region, pain in hip, asthenia, back pain, cardiovascular disorder, chest pain, clumsiness, disturbance in attention, dizziness, lightheadedness, dysstasia, fatigue, fibromyalgia, gait disturbance, headache, headache dull, heavy menstrual bleeding, hyperhidrosis, impaired work ability, intermenstrual bleeding, lacrimation increased, mental disorder, musculoskeletal pain, neck pain, night sweats, pain, palpitations, pelvic pain, photopsia, pyrexia, restlessness, spider vein, tachycardia, tinnitus, urticaria, uterine leiomyoma, varicose vein and vision blurred to be related to essure administration. The reporter commented: on an unknown date: patient goes to the physician and talks about the symptoms and essure. The physician informs that if the devices are well located then there is no possibility of requesting removal at the end of 2020: she requests a metal allergy test (scheduled for after essure removal). In (B)(6) 2021: she feels relief from all symptoms. In (B)(6) 2021: symptoms return at the same levels as before the operation, except for tachycardia, which disappears. Essure placement by outpatient hysteroscopy, with normal cavity, hypotrophic endometrium. Placement of both essure without complications, leaving 6 intracavitary rings in the right tube and 10 intracavitary rings in the left tube. On (B)(6) 2021: bilateral salpingectomy (removal of essures). Scheduled surgery was performed. Laparoscopy and bilateral salpingectomy with removal of both devices, which proceeded without incident (it was verified that they had been completely removed). Removal of essures devices by means of bilateral salpingectomy via laparoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2021: nickel allergy at the highest level [haematology test] on (B)(6) 2019: leukocytes (count) 13.51 x 1qa3/ l 3.90 - 10.20 - red blood cells (count) 4.67 x 10a6f l 3.90 - 5.20 - hemoglobin 14.0 g/dl 12.0 - 15.6 - hematocrit 45.1 % 35.5 - 45.5 -mean corpuscular volume (mcv) 96.5 fl 80.0 - 101.0 - mean corpuscular hemoglobin 30.0 pg 27.0 - 34.0 - mean corpuscular hemoglobin concentration 30, 1 g/dl 31.5 - 36.0 - red blood cell dispersion (volume) 14.2% 11.6 - 14.0 - platelets (count) 270 x 10a3/ l 130 - 370 - mean platelet volume 8.7 fl 5.9 - 9.9 - neutrophils (count) 7.74 x 10a3/ l 1.50 - 7.70 - lymphocytes (count) 4, 16 x 10a3/ l 1, 10 - 4.50 - monocytes (count) 0, 72 x 1 0a3/ lo, 1 o - o, 90 - eosinophils (count) 0.51 x 1 0a3/ l 0.02 - 0.55 - basophils (count) 0.08 x 10a3/ l 0.00 - 0.20 - luc cells (count) 0.28 x 10a3/l 0.00 - 0.40 - neutrophils (percentage) 57.30 % 42.00 - 77.00 - lymphocytes (percentage) 30.80 % 20.00 - 44.00 - monocytes (percentage) 5.30 % 2.00 - 9.50 - eosinophils (percentage) 3.80 % 0.50 - 5.50 - basophils (percentage) 0.60 % 0.00.-1.75 - luc cells (percentage) 2, 1 o% 0.00 - 4.00, erythrocyte sedimentation rate 4 mm/h 1 ¿ 10. *general biochemistry (blood): glucose 75 mg/dl 75 -115; creatinine 0.77 mg/dl 0.51 - 0.95; uric acid 4.0 mg/dl 2.3 - 6, 1; cholesterol 119 mg/dl 140 ¿ 200; hdl cholesterol 42 mg/dl 40 ¿ 60; ldl cholesterol (calculated) 60 mg/dl 10 -130; triglycerides 83 mg/dl 89 ¿ 150; gamma glutamyl transferase (ggt) 12 u/l 1- 38; alanine transaminase (alt) 8 u/l 7 ¿ 34; creatine kinase 72 u/l ¿ 145; iron 65 ¿g/dl 49 -151.*specific proteins (blood): c-reactive protein 1.4 mg/l 0.0 - 5.0; ferritin 33.6 ng/ml 10.0 - 120.0; transferrin 240 mg/dl 200 ¿ 360; transferrin (saturation index; percentage) 21.8 % 17.1 - 30.6. *hormones (blood): thyrotropin 3.070 ul/ml 0.380 - 5.330. *autoimmunity: antinuclear antibodies (ana) (ab) (titration) negative; antinuclear ab titer (quantification) 1.7 u/ml 0.0 - 1.0; antinuclear ab (pattern) negative; extractable anti-nuclear antigen ac oo ¿ 1; rheumatoid factor 4.8 ul/ml 1.4 - 14.0 [hysterosalpingogram] on (B)(6) 2014: the patient had a follow-up consultation, and it was confirmed (unknown method) that the obstruction of the tubes was satisfactorily concluded [magnetic resonance imaging] on (B)(6) 2019: right ankle sprained in september. She has had physical therapy and is better, but still has discomfort. Discrete thickening compatible with subacute laceration at the level of the anteroinferior tibiofibular syndesmosis. Coarse thickening of the calcaneofibular ligament also compatible with chronic laceration. Minimal fluid distension of the posterior recesses corresponding to the posterior subastragalar and tibiotalar joint. Discrete changes suggestive of chronic laceration at the level of the anteroinferior tibiofibular syndesmosis and the calcaneofibular ligament. She leads a normal life but has discomfort with certain movements.; (date unknown): fibroid is detected in the uterus [pathology test] on (B)(6) 2018: sample type: liquid phase cytology. Location: cervix. Sample quality: evaluable sample. Test interpretation: negative for epithelial lesion or malignancy, cytology within normal limit; on (B)(6) 2021: bilateral salpingectomy for removal of essures. Both tubes and essures are sent. Sample 1: fallopian tube. Right tube and essure. Sample 2: left tube and essure. Macroscopic description: right tube and essure. A salpingectomy piece is received in formalin, where the fimbriae are observed, measuring 4.9 x 0.4 cm, brown in color. Representative samples are included in a block. A metal fragment is accompanied in the same jar. Anatomopathological diagnosis: right tube (salpingectomy): - no significant morphological alterations. Left tube (salpingectomy): - no significant morphological alterations [ultrasound scan] (date unknown): the devices are in place, but that they can be removed if she feels unwell, along with the tubes through laparoscopy. [X-ray] on (B)(6) 2021: moral head coverage deficit. Diagnosis: discopathies and discartrosis with c6-c7 protrusion and moderate ecl l4-l5. Facet syndrome. No obvious remains of essure are seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-sep-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.